Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation fuse was replaced and the main plug screws were retightended. The system was then found to be operating as intended.

Event description:
The customer reported the system would not produce fluoroscopic x-ray. No patient injury was reported.